Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the implantable pulse generator (ipg) was completely dead as it was not charge for a year. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6). Batch/lot number: 20634026 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI): (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6). Batch/lot number: 20634026 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI): (B)(4).